Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. (B)(6). Device evaluation: this device was returned for evaluation, however, during pre-repair assessment, it was determined that the device passed all the pre-repair diagnostic assessment tests, and no failure was identified. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from china that during an unspecified surgical procedure, it was discovered that the motor device generated an abnormally high temperature. It was reported that there were no delays to the surgical procedure as a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.